Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Attempts to obtain additional information have been unsuccessful. Should the device be returned or additional information be received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, a root cause of the event was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, the valve was explanted due to pulmonary stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.